Event description:
Inbound, pt reports lot #58x079 cadd ext tubing was leaking at filter which was placed on friday night, but did not leak until monday evening. Pt did not save the tubing to send back. Pt has also had 2 other tubings leak at filter site within the last few months but did not save those either. No further details provided. Diagnosis or reason for use: pph.